Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she had a no delivery alarm on the insulin pump. Customer's blood glucose was 199 mg/dl. Customer stated that she changed the site and the cannula was all bent. Customer reported that the alarm was resolved by an infusion set change. Customer does not want to return the set or reservoir for analysis. Customer stated that the pump was set to deliver 8.6 units and she only received 5.4 units. Customer was advised that she can give herself the portion of the bolus that she was lacking through a manual bolus.